Event description:
The customer contact reported the device did not deliver. On (B)(6) 2012, at an unspecified time, the device was programmed to deliver fluorouracil 642mg/123ml, at a rate of 5.6ml/hr, for a duration of 22 hours, the delivery was started and the homecare patient was discharged. On (B)(6) 2012 at an unspecified time, the customer contact reported the homecare patient returned to the clinic as scheduled. At that time, it was noted the container was full instead of the expected empty container. The device was removed from clinical service. It was reported that after an unspecified length of time for an unspecified reason, the therapy was completed via IV push. There were no reports of adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional programming information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.14ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml ((B)(4)). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated the device was programmed on (B)(6) 2012 at 1409 for continuous only delivery in ml, with a 2.9ml/hr rate, a 66ml vtbi (volume to be infused), a 0ml/hr rate, a 66ml container size, a 2ml air sensitivity and the device was powered off. Between 1430 and 1432, the device was powered on and the delivery was started. At 2218, an air in line alarm occurred. A new date of (B)(6) 2012 occurred. Between 0048 and 0049, the delivery was stopped and started. Between 1458 and 1459 the delivery was stopped and a check cassette (p) alarmed occurred. This report represents all the information known by the reporter upon query by hospira personnel.